Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer's current blood glucose was 381 mg/dl. The high blood glucose level of the customer was treated with the manual injections and bolus. The customer did not allege the insulin pump for the under delivery. The insulin pump will not be returned for the analysis.